Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear biohazard bag. A lot number was not provided with the returned device. Our evaluation of the product said to be involved confirmed the report. Not all components were included in the return. Neither of the provided catheters were included in the return. The device was returned with the on/off switch in the "off" position. The red activation knob was disengaged in the handle indicating deactivation of the carbon dioxide (co2) cartridge. No powder was observed on the exterior of the returned device nor within the device nozzle. The co2 cartridge was fully punctured. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. The foam was oriented correctly within the handle (slits pointing down towards the red activation knob). When tested with a new co2 cartridge and activation knob the device initially only released co2 without powder. However, after lightly shaking the handle the device sprayed as intended. Voids forming in the powder within the powder chamber while releasing the powder is a likely cause for the difficulty experienced by the user. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the laboratory evaluation of the returned device confirmed the report. The root cause for the report of unable to spray is most likely voids forming within the powder as powder was released, creating empty spaces in the chamber which disrupted the flow of powder. A corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. The product said to be involved is included in the scope of the corrective action. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.

Event description:
During preparation for an unknown endoscopic procedure, the physician selected a cook hemospray endoscopic hemostat. It reported that they had a "defective hemospray gun". The physician was using it during a case. He activated the co2 cartridge but there was no pressure. He tried spraying without a catheter just to check and make sure it wasn't a clogged catheter issue, but he said no spray would come out. A section of the device did not remain inside the patient¿s body. The patient was not hospitalized and did not undergo prolonged hospitalization due to this occurrence. The patient did not experience a delay or require any additional procedure due to this occurrence. The complainant did not report any adverse effects on the patient due to this occurrence.